Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The lot number passed all testing during production and no other complaints have been reported with this lot number to date. The product remains implanted and the complaint as reported could not be confirmed. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, immediately after implant the patient felt excruciating pain on the left side in the groin, hip, and lower abdomen. The pain was later on two sides and went into her feet, the whole leg, her back, pelvis, and started going up toward the shoulders. It was like electric shocks or big cramps. Tests were performed to investigate and nothing abnormal was noted. The patient could no longer walk normally, play sports, or go grocery shopping. She ¿had two days to suffer.¿ when standing, sitting, and laying, it always hurt. The patient cries every day. The patient was taking six to eight tylenol per day and a ¿hot magic bag¿ to relieve herself a bit. On an unknown date, the patient noted she was going to be 66 years old.